Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood (bg) levels ranging from 50-54 mg/dl. Customer consumed carbohydrates to address low bg levels. Reportedly, the control iq software did not suspend insulin deliveries as intended. A clinical diabetes specialist reviewed pump data and verified the control iq software functioned as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management. No additional information was provided.